Manufacturer narrative:
The return catheter has no apparent visual defects, apart from a doubt about the position of a micro-wire abnormally close to the inner edge of the capsule. The catheter was functional at the time of investigation. It remains stable for several hours, with no noise. The user data recovered showed the appearance of a disturbed signal from the end of the first day of recording. Investigations to find the root cause of this fault are still in progress.

Event description:
Disturbances on the icp curve on the pressio when on power but ok when running on the batteries. Mean icp value seems okay.

Event description:
Disturbances on the icp curve on the pressio when on power but ok when running on the batteries. Mean icp value seems okay.

Manufacturer narrative:
The incident date is unknown.